Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of a band difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2023. During the procedure, it was noticed that the last band was difficult to deploy. The procedure was completed with the same original device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.